Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked by left side of handle. No damage on bottom case. Plunger case was cracked by screws. Was unable to perform any testing to verify the motor rate error due to power up problem. The root cause of the reported issue was found to be caused by incorrect assembly by customer on wavy washer and delrin washer that was be the causing of the motor rate error. Actions were taken to mitigate the reported issue: replaced: cracked left and right plunger case, torn force sensor, worn plunger cable, cracked top case, cracked battery door, upgraded power receptacle, position pot, worn worm coupling and gear, motor and motor bracket, worn leadscrew, right and left clutch and clutch spring, worn square shaft, added cable guard, main board, extrusion main. Cleaned, greased and recalibrated.